Event description:
The customer reported obtaining poor differential counts involving the coulter lh 780 hematology analyzer. The customer indicated that the erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Data was requested but has not been provided by the customer; flagging information cannot be assessed and the number of patients involved in this event is unknown. The customer did not provide any sample information for this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered air bubbles in the differential preservative (stabilyse) pump. The fse proceeded to replace the pump to resolve the issue and verified the repair as per established procedures.